Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Disassembled bellows assembly, checked and cleaned pressure relief valve. Exhalation and inhalation valves were checked for correct movement and krytox was applied to all necessary o-rings in advanced breathing system assembly. Scavenging system was cleaned, seals were checked and krytox was applied.

Event description:
The hospital reported a malfunction resulted in the loss of mechanical ventilation. There was no report of patient injury.